Event description:
As reported, during an inguinal hernia surgery on (B)(6) 2021, the bard/davol optifix straight fixation device was used to fixate the mesh. It was reported that the barrel insert from the shaft (distal) tip of the bard/davol optifix straight fixation device detached while fixating and fell into the abdomen. As reported two fasteners were successfully fixated. It was reported that the tip was removed, and the surgery was completed with another (non-optifix) device. There was no reported patient injury.

Manufacturer narrative:
As reported, the barrel insert from the shaft (distal) tip of the bard/davol optifix straight fixation device detached while fixating. It is reported that the subject device is being returned for evaluation. However, at this time has not been received. Based on the information provided to date, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2021. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation. The subject device was returned for evaluation. Visual evaluation confirms the barrel insert had detached. Material deformation was identified on the barrel insert from forces applied in use. The four retention prongs that crimp the barrel insert to the cannula tip were pushed open from applied force. Examination of the prongs identify they had been crimped when manufactured. Examination of the guide wire and back up tabs on the tip identified they were in good condition and not bent/damaged. It appears the most probable cause it that the barrel insert/cannula tip may have become impinged in the anatomy or came in contact with another instrument in use, resulting in physical resistance that detached the component. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: sample evaluated.

Manufacturer narrative:
As reported, the barrel insert from the shaft (distal) tip of the bard/davol optifix straight fixation device detached while fixating. The subject device was not returned for evaluation. Based on the information provided and not having the sample to evaluate, no conclusion can be made. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in february, 2021. The instructions-for-use supplied with the device states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue. Place the tip of the optifix¿ absorbable fixation system at the desired location perpendicular to the mesh or tissue and apply adequate counterpressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Should additional information be provided and/or the sample is returned, a supplemental MDR will be submitted.

Event description:
As reported, during an inguinal hernia surgery on (B)(6) 2021, the bard/davol optifix straight fixation device was used to fixate the mesh. It was reported that the barrel insert from the shaft (distal) tip of the bard/davol optifix straight fixation device detached while fixating and fell into the abdomen. As reported two fasteners were successfully fixated. It was reported that the tip was removed, and the surgery was completed with another (non-optifix) device. There was no reported patient injury.